Event description:
A few weeks after implant, the pt was not having pain relief. The pump volume was checked. The full amount of drug was emptied from the pump; the expected reservoir volume was 2cc. In 2008, the hcp attempted a dye study, but was unable to aspirate from the catheter access port (cap). Fourteen days later, the pt was brought in for a catheter revision. The pump pocket was opened; the catheter was removed from the pump; fluid was seen leaking from the catheter; and 3 cc of fluid was aspirated from the catheter. A catheter dye study was done and verified patency of the catheter. A rotor study was done and confirmed pump function. The catheter was reconnected to the pump and again, the hcp could not aspirate from the cap. The hcp replaced the proximal end of the catheter with a new catheter/pump connector and then verified patency by aspirating from the cap. The pt recovered without sequela. The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
The proximal portion of the catheter has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete. Catheter.